Event description:
On 09/13/2021 15:48:06 pst ice batch user (B)(6) phone (B)(6) complaint: (B)(4), complaint status: in process mdt initial contact: (B)(6) taken by: schumc9 pump 7501587 sensor 7501586 set 7501582 reservoir 7501583 pt calling for assistance with change of settings in pump. Hcp has directed pt to change carb ratio for breakfast to 1.45 from 1.5 pt cannot find the setting. Guided to carb ratio, this is set to 5 for the full 24 hours. Advised to contact hcp again to check if carb ratio is endeed the correct setting to change, and if so for which timeslot. Pt also asks if there is a way to shorten the warm up time for sensors. Informed that some people have had good results with placing the sensor some time before starting it so it can "warm up" beforehand. However this is anecdotal, cannot guarantee it will work. Pt asks this due to a low bg event with resulting hospitalization on (B)(6) 2021. Pt had just changed the sensor and took a fingerstick, bg of 3.1. Pt took some dextro and was preparing to take a meal, administering the estimated bolus. However she never took the meal as she must have passed out. She was found at around 22:30 and taken to hospital (B)(6). Bg at that moment was 1.6 glucose was administered in hospital and pt was sent home that night. Pt had noted no issues with pump, set, reservoir or sensor. She attributes it to a very unlucky set of circumstances while being without sensor as that was still warming up. Pump is used in smartguard. Sensor was removed in hospital and pt tried new sensor on wednesday ((B)(6) 2021) this was lost however to 2 failed calibrations after insertion / warm up. Set: quickset mmt-397a reservoir: mmt-332a pt is unsure of lots as she keeps all sets / reservoirs in the same box for storage. (B)(6). Input date: (B)(6) 2021, warranty start: (B)(6)2021, warranty end: (B)(6) 2025 batch - (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer needed assistance with change of setting in pump. Guided to carbohydrate ratio, this is set to 5 for the full 24 hours. Customer asked if there was a way to shorten warm up time for sensor because customer had a low blood glucose event that resulted hospitalization on (B)(6), 2021. The blood glucose was 3.1, the customer took dextrose and was preparing to take meal but the customer passed out. The customer was taken to hospital. The blood glucose at the time of event was 1.6. The customer was treated with glucose in the hospital. Customer had noted no issues with pump, set, reservoir or sensor. Customer stated that the event was very unlucky set of circumstances while being without sensor as that was still warming up. Pump was used in smartguard. Sensor was removed in hospital and customer tried new sensor next day.